Manufacturer narrative:
Operator of device: patient/consumer. No additional information was received. The device was received for evaluation. The pump was visually inspected and no damage or crack was found. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. The reported issue could not be confirmed nor duplicated. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump was under-infusing on a patient. No patient injury was reported.